Event description:
Dialysis facility reported that home dialysis patient experienced a salty taste in his mouth when he dialyzed with concentrate from this lot no. On 5/6/93. His systolic blood pressure was 20 points higher than usual. He experienced similar symptoms with this lot no. On 4/30/93 & 5/3/93. His fresenius dialysis machine was calibrated on 5/12/93. Patient using a different lot number now. Medical director believes that symptoms caused by the desferol that the patient received on 4/21/93device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.